Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute integrity drug eluting stents were implanted in the lad. On the same day post procedure, patient suffered from perioperative myocardial infarction in a non-target vessel. Mi was noted due to a postoperative troponin elevation. Patient recovered. The investigator assessed the event as possibly related to the anti-platelet medication and index device. The sponsor assessed the event as possibly related to the anti-platelet medication and index device. Cec adjudicated mi as no event and commented "no side branch occlusion".